Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that a service indicator was intermittently present and that the device had logged an event code in the memory related to a potential failure of the device to deliver defibrillation energy. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to shock a patient their device provided an "abnormal energy delivery" message on the display and did not deliver the energy. `backup device was available and used successfully on the patient. The customer advised that they used the same defibrillation electrodes with both the original device and the backup unit. There were no known adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio further examined the device and determined that the cause of the reported issue was a shorted transistor, designator q8, on the therapy pcb assembly.

Manufacturer narrative:
Device manufacture date, of the initial medwatch report indicates:  07/15/2015, device manufacture date, of the initial medwatch report should indicate:  07/14/2015.